Event description:
A hospital in (B)(6) reported that the (B)(4) neonatal oxygen therapy nasal cannula has caused damage to the mucosa of a premature newborn patient.

Manufacturer narrative:
(B)(4). Method: the complaint (B)(4) neonatal oxygen therapy nasal cannula was not returned to fisher & paykel healthcare in (B)(4) for investigation. Our analysis is accordingly based on the information provided by the hospital and our knowledge of the product. A lot check was not performed as no lot number was provided by the hospital. Results: the complaint cannula was not returned as the hospital continued to use it, which suggests there was no defect but rather that the injury was the result of pressure on a fragile infant's skin. Conclusion: with regard to the injury to the infant's mucosa, fisher & paykel healthcare recognises that correct cannula size selection, correct prong placement and fit and careful patient monitoring are vital in ensuring the patient receives the benefits of nasal therapy while minimising the potential for skin irritation or septal injury. The user instructions which accompany this product state: select the correct size nasal cannula, the nasal prong outer diameter should be approximately half the diameter of the infant's nares. Place the nasal cannula in the nares ensuring that there is at least a 2mm (0.08 inches) gap from the septum. Ensure that the nasal prongs are positioned at least 2mm (0.08 inches) from the septum to avoid pressure necrosis. Re-adjust as necessary. Check the patient's septal integrity. Ensure that the tubing is not applying excessive pressure to the ears and face. Following this incident a fisher & paykel healthcare representative visited the hospital to provide advice and further education on the use of our cannulae.